Manufacturer narrative:
Additional information was received indicating that the event date was (B)(6) 2019.

Manufacturer narrative:
The event date provided was (B)(6) 2019. The medwatch form was submitted by (B)(6) with the patient identifier (B)(6).

Event description:
Information was received indicating that a smiths medical infusion pump was giving a "no disposable, pump won't run" message. The patient and husband tried removing the cassette and re-seating it with no resolution. There was no interruption of therapy and the backup pump was working. There was no reported adverse event.